Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The beckman coulter field service engineer (fse) inspected the instrument and found micro bubbles in the wash pump. If air is allowed into the system, bubbles can be created which could then be dispensed through the dispense probes, compromising vessel washing capability. Without proper washing, rlu (relative light unit) recovery would be falsely elevated, which could cause erroneous elevated results for sandwich assays such as access accutni+3. The fse replaced the wash valve rotor and rebuilt the wash pump. After the service activities were performed, the fse verified proper system operation and returned the system to the customer. In conclusion, there is sufficient evidence to suggest the cause of the erroneous access accutni+3 results is due to a hardware malfunction of the wash valve assembly.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for several patient samples on the laboratory's access 2 immunoassay system (serial number (B)(4)). The initial result for one patient sample recovered at 0.96 ug/ml which was above the reference range of 0.00 ug/ml -0.04 ug/ml. The result was released from the laboratory. The patient was transferred to another hospital in (B)(6) and administered heparin. Another sample from the patient was analyzed at the (B)(6) hospital on (B)(6) 2018 at 0130 and recovered with a troponin result of less than 0.03 ug/ml. An additional draw recovered as less than 0.03 ug/ml at 0430. There was no change to treatment reported for the other non-reproducible patient results. During guided troubleshooting, with beckman coulter customer technical support (cts), the customer performed a system check which failed the washed portion cv at 18.5%: this failure mode is consistent with a malfunction of the dispense system. The customer reported evidence of a leak from the wash and/or precision valves. Information on patient sample collection and processing was not provided. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.